Event description:
The user reported that the device alarmed "instrument malfunction" as intended on initial checkout of the unit after receipt. It was noted that the unit would not power off after the alarm. There was no pt involved.